Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation, preventing a full investigation and analysis of root cause. Although no adverse event has been reported for this failure mode, after consultation with our medical director, the event as described as been determined as reportable due to the potential of misdiagnosis as a result of lost or damaged tissue. Therefore, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
(B)(4) affiliate reported that during a breast biopsy procedure using a mammotome stereotactic probe, mst11, almost all tissue samples size are small compared to regular one. The doctor found that the tissue sample was clogged in tube of mvac1. Procedure was completed with another device. No patience consequence.

Manufacturer narrative:
One mst11 from lot# f11610209d1 was received on april 4, 2017 and investigated on may 11, 2017. The device was received in fair condition. The device showed evidence of use in a procedure. The lateral vacuum line has been cut from the probe. A new vacuum tube set was used to conduct the investigation. The probe was connected to a holster for functional evaluation. The probe initialized and operated as designed. Chicken was used as a medium, and the probe obtained 3 samples. The events as reported could not be confirmed or duplicated. The device history records were reviewed and there were no non-conformances that would relate to this malfunction. Report date was updated to reflect the date that new information was received to reflect the date that new information was received. (B)(4).

Event description:
(B)(4) affiliate reported that during a breast biopsy procedure using a mammotome stereotactic probe, mst11, almost all tissue samples size are small compared to regular one. The doctor found that the tissue sample was clogged in tube of mvac1. Procedure was completed with another device. No patient consequence.